Event description:
It was reported that the inserter broke off in the screw during insertion.the screw remains in patient.no further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided.no further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Evaluation of the complaint device revealed the square drive to be sheared off the distal end of the driver. Material draw and twisting visible on the fracture face and square drive feature. It is unknown what type of bone quality was encountered and if the surgeon tapped before attempted insertion. Based on the information provided and evaluation of the device, the most likely cause(s) of this type of event include insufficient bone preparation for the hardness of bone encountered, not inserting the implant co-axial to the bone tunnel, prying/leveraging the driver while the implant is still loaded, and/or over-insertion.per product directions for use (dfu-0031), if working with soft bone, use the punch to create a pilot hole for the anchor. In hard bone, first use the punch to create a pilot hole, and then insert the tap to better prepare the bone for the anchor. Device history record revealed nothing relevant to this event.this is the second complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.